Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer spoke with tech and stated that where the h block is screwed into the frame the frame is missing the t nut.